Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient¿s legal counsel that patient¿s left hip was revised approximately 12 years post-implantation due patient allegations of pain, discomfort, soreness, notations of metallic stained tissue, dehiscence of the posterior hip implant capsule, and elevated levels of cobalt and chromium. During the procedure, a full synovectomy was performed and the synovial tissue was discolored. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02478 and 0001825034-2017-07171. Concomitant medical products: 11-103206 285940 taperloc por lat fmrl 12.5x145, rd118858 205130 m2a 38 mm x 58 mm cup, 11-173663 m2a 38 mm mod hd +3 mm nk lot# 001230. Reported event was confirmed by review of op notes. Review of the primary op notes indicates that the patient underwent an initial left tha procedure due to degenerative joint diseases for the left hip. During the procedure surgeon noted patient had severe articular cartilage loss with limited external rotation and internal rotation secondary to ankylosis of the hip. This procedure was successful with no intraoperative complications noted. Trailing was successful and final implants are placed which gave good fit and stability. Review of the revision op notes reveal patient underwent a left hip revision procedure approximately twelve (12) years post implantation. Revision operative findings show surgeon noted early signs of metallosis with severe trunnion corrosion and wear. Surgeon noted the femoral head appeared to be cold welded and came off with difficulty. Surgeon also noted early signs of synovial changes and excess fluid in the joint. There was no significant bine damage around the femoral stem or the acetabular components and are well fixed. Head was removed and replaced with the ceramic head and active articulation also implanted during this time. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-103206 285940 taperloc por lat fmrl 12.5x145 rd118858 205130 m2a 38mmx58mm cup. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02477.

Event description:
It was reported by patient¿s legal counsel that patient¿s left hip was revised approximately 12 years post-implantation due patient allegations of pain, discomfort, soreness, notations of metallic stained tissue, dehiscence of the posterior hip implant capsule, and elevated levels of cobalt and chromium. Attempts have been made and additional information on the reported event is unavailable at this time.